Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 data set transfer. Account name: (B)(6) hospital account #: 1167100 asset name: 8015ls pcu dom v9.33.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer notices on device, the data set did not transfer (s/n (B)(4)). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: customer notices on device, the data set did not transfer (s/n 14094555). Assisted customer to review the network status, and association to network. Device showing associated. Informed customer to clear event logs, and other data from the 8015. Directed customer to transfer the network configuration package onto 8015. Customer observes, no data set transistion. Next, informed customer to interchange the rf card (a/b/g). Device then received the data set file from the server. Customer given part number to replace rf card (p/n 10941046). Transfer to com for assistance with ordering the part. End call. Ref:_00d30y0yr._5000l1l8xfy:ref.